Manufacturer narrative:
(B)(4) date sent: 6/28/2024 d4: batch # 121a53 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ntlc55 device was returned with the anvil partially detached with no reload present. Upon visual inspection, three anvil posts were broken on the distal end as if the anvil was tearing off the device. In addition, the device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The condition of the anvil is related by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: when positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, and etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The event described could not be confirmed as the device performed without any difficulties noted and no reload was returned for analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 121a53, and no non-conformances were identified. The lot#550c68 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an gastrectomy procedure and during the 2nd firing in the same patient, new ntlc55 gun become stuck & did not go ahead the firing trigger & hence surgeon use hand sewn method to complete the procedure. Ideally, the new ntlc55 gun should fire 12 times. There was a 30 minute delay in the procedure. Suggested the surgeon not to use the defective one. The procedure was successfully completed. There were no patient consequences.